Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) has peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was admitted into the hospital on (B)(6) 2024 with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained which grew the bacteria pseudomonas (species not provided). The patient was treated with antibiotics with cefepime (dose unknown) intra-peritoneal (ip). Subsequently, on an unknown date, the patient was discharged home on an unknown date and continues pd with the same cycler. The patient is recovering from the peritonitis event. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. Furthermore, the nurse stated a breach in infection control involving the patient is a suspected cause and the nurse indicated that the patient has been re-educated on infection control practices for pd therapy.

Event description:
On 19/aug/2024, it was reported that this patient on peritoneal dialysis (pd) has peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was admitted into the hospital on (B)(6) 2024 with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained which grew the bacteria pseudomonas (species not provided). The patient was treated with antibiotics with cefepime (dose unknown) intra-peritoneal (ip). Subsequently, on an unknown date, the patient was discharged home on an unknown date and continues pd with the same cycler. The patient is recovering from the peritonitis event. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. Furthermore, the nurse stated a breach in infection control involving the patient is a suspected cause and the nurse indicated that the patient has been re-educated on infection control practices for pd therapy.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. Currently, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the exact cause of the patient¿s peritonitis cannot be determined at this time. However, the patient¿s pd nurse indicated that a breach in infection control by the patient may have been associated with this event. The patient was re-educated on infection control practices for pd therapy and continues pd with the same cycler.